Manufacturer narrative:
(B)(4). Date of event: publication year of 2006. Batch # unk. This report is related to a journal article; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided.

Event description:
It was reported via journal article: title: a prospective randomized single blinded study comparing harmonic scalpel tonsillectomy with bipolar tonsillectomy. Author: matthew leaper, murali mahadevan, david vokes, debby sandow, brian j. Anderson, teena west. Citation: international journal of pediatric otorhinolaryngology (2006) 70, 1389-1396. This prospective randomized single blinded study aimed to compare the differences in pain, analgesic use and bleeding in children after tonsillectomy using either a harmonic scalpel or a bipolar diathermy surgical technique. A total of 204 children presenting for tonsillectomy were randomized to either a harmonic scalpel (n=103, n=40 male, mean age of 10 years) or bipolar diathermy surgical technique. The upper tonsillar poles were dissected using the harmonic scalpel (ethicon) set on 40% power setting. Any bleeding vessels cauterized initially using the flat blade of the harmonic scalpel on the lowest power setting. Complaints included postoperative bleeding (n=24), readmission to hospital due to bleeding (n=9), return to operation room due to bleeding (n=4), and postoperative pain (n=103) (described as current pain, worst pain, and pain in swallowing on 6th day postoperative). Mean pain score for self-assessed are the following: current pain 4.7, worst pain 6.9, pain on swallowing 5.9. Post-operative analgesia comprised morphine 0.02 mg/kg as required. Discharge analgesic medications comprised acetaminophen 75 mg/kg/day in six divided doses and ibuprofen 21 mg/kg/day in three divided doses. Tonsillectomy was associated with considerable pain for the first 6 postoperative days. Children undergoing harmonic scalpel tonsillectomy had a slight increase in pain compared to the bipolar diathermy group during this time. Both methods of tonsillectomy are effective and safe.